Manufacturer narrative:
After further evaluation, the suspect medical device was changed from architect stat high sensitive troponin-I, list number, 03p25-37 and manufacturing site abbott ireland diagnostics division longford, to architect i2000sr analyzer, list number 03m74-97, and manufacturing site abbott laboratories (irving ia/cc). MDR number 3016438761-2020-00125 has been submitted and all further information will be documented under that MDR number. Provided in MDR # 3016438761-2020-00125.

Manufacturer narrative:
Patient identifier: pt#1: (B)(6). There was no additional patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported a false negative architect stat high sensitive troponin-I assay results for four patients. The customer provided: sid: (B)(6) initial = < 1.1 ng/l, repeat =15.9 ng/l; sid: (B)(6) initial = <1.1 ng/l, repeat = 6.9 ng/l; sid: (B)(6) initial = <1.1 ng/l, repeat =126.3 ng/l; sid: (B)(6) initial = < 1.1 ng/l, 99.7 ng/l (overall population cut off = 26.2 ng/ml). There was no impact to patient management reported.